Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer was not currently having any diabetic symptoms. Medical intervention since the last call was reported. Customer stated on (B)(6) 2022 she had been taken to the hospital due to hi on the meter. Per granddaughter, customer's blood glucose test result at the hospital had been 900 mg/dl non-fasting. The diagnosis was high blood glucose. Customer stated that she had spent 1 week at the hospital.

Event description:
Consumer reported complaint for error messages (e-2, e-3 and e-5). Granddaughter is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date is 08/18/2022. At the time of the call the customer reported feeling weak and having increased thirst and urination. Granddaughter stated they are going to drive customer to the hospital at this time.

Manufacturer narrative:
Sections with additional information as of 04-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.